Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was observed to have blood ingression. It was also noted that the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the atrial lead was unable to advance past a certain point. It was noted that many different stylets were used without success. When the lead was removed after the final attempt, it was noted that the lead was bent and appeared to have fluid within the lead. A new lead was implant instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).